Event description:
It is reported that a customer called to complain on a broken belt clip. The patient's blood glucose level was at 46 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was sent a new belt clip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.